Event description:
The unit was foggy, some how there was condensation in the unit. Tried to get out the condensation with a q-tip but was unable to do it. They ran out of time and the case had to be aborted. Resulting in opening of the leg. Device lot number 0906991.